Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour meter and in-house contour test strips from lot # 8cj3b02c, which gave satisfactory performance. Additionally, a device history record for contour serial # (B)(6) was reviewed and no manufacturing anomalies were found. Section b5 of the initial report indicated the brand name of the meter as contour next one. The correct brand name of the affected meter for this event is contour. Section b5 has been updated with this information.

Event description:
The customer reported that on several occasions she obtained differences of 30-35 mg/dl between two blood glucose readings taken within 10 minutes on the contour meter. No specific readings were provided.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer indicated that the event started occurring since late fall, however, did not provide an exact event date.

Event description:
The customer reported that on several occasions she obtained differences of 30-35 mg/dl between two blood glucose readings taken within 10 minutes on the contour meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.